Event description:
It was reported the patient experienced an episode of ventricular tachycardia and arrhythmic storm. The device successfully identified the arrhythmia and delivered a series of high voltage shocks. The first two shocks were unable to convert the arrhythmia, however, the third shock successfully terminated the arrhythmia. No allegation of malfunction was made against the device. The patient condition was believed to have been the cause of the ineffective shocks. No intervention was performed at this time. The patient was stable and will continue to be monitored.